Manufacturer narrative:
Qn# (B)(4).

Event description:
It reports that the swg (spring wire guide) is kinked and does not return to its original form.

Manufacturer narrative:
Qn#(B)(4). Corrected data: lot number corrected to 14f17h0106. Expiration date corrected to 31-jul-2022. Device manufacture date.-corrected to 08/2017. The customer returned a spring wire guide (swg) advanced into a catheter. Both components showed signs of use in the form of dried b lood. The swg was removed from the catheter. Visual examination of the catheter revealed no defects or anomalies. Visual and microscopic examination of the swg revealed multiple kinks, offset coils, and bends throughout the swg body. The j-bend tip retained its sh ape. Most of the kinks and bends were located on the distal half of the swg. Both the distal and proximal welds were intact, full, and spherical. The length and outer diameter of the swg were measured and were found to be within specification. The undamaged proximal end of the swg was able to advance through the distal line of the returned catheter with no issues. A manual tug test confirmed both the distal and proximal welds were intact. A device history record review was performed with no issues. The instructions for use provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked towards the distal end of the body. The returned guide wire and catheter met relevant dimensional and functional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It reports that the swg (spring wire guide) is kinked and does not return to its original form.